Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. H6: ec methods code - 5: communication/interviews (4111). Initial report: as reported, during a fistulagram, an atb advance balloon catheter ruptured. The lesion was located in the cephalic- innominate junction. Another manufacturer's 7 french sheath was used during the procedure, and an unknown inflation device was used to inflate the balloon with omnipaque contrast two times for approximately ten seconds each time. The balloon was reportedly inflated to a pressure of fifteen atmospheres, which is above the rated maximum. During both inflations, half of the balloon was inflated within an unknown stent and half of the balloon was outside the stent. The balloon was not removed between inflations. A 30-degree curve was reported within the vessels. Calcification was not reported. Blood was noted in the inflation device when the balloon ruptured. The dev ice was removed from the patient and the device was reportedly cut by the user in order to take it off the wire. It is unknown if the procedure was completed at the time of rupture; however, the procedure was reportedly completed successfully. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. Photos of the device were provided, and from the review of those photos, a balloon separation can be confirmed. A document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found one non-conformance related to the reported failure mode, however all nonconforming product was scrapped, and there is a 100% inspection for the reported nonconformance. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: device description: ¿the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to balloon inflation pressure parameters indicated in fig. 1. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures.¿ intended use: ¿the atb advance pta dilatation catheter has been designed for percutaneous transluminal angioplasty (pta) of lesions in peripheral arteries including iliac, renal, popliteal, infrapopliteal, femoral and iliofemoral as well as obstructive lesions of native or synthetic arteriovenous dialysis fistulae. The atb is also intended for post dilatation of the balloon-expandable peripheral vascular stents. The atb advance was tested on bench with palmaz balloon-expandable stents.¿ warnings: ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in fig. 1. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur.¿ instructions for use: balloon preparation: ¿choose a balloon appropriate to lesion length and vessel diameter.¿ ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ balloon introduction and inflation: ¿inflate balloon to desired pressure. Advance to recommended balloon inflation pressures.¿ ¿if balloon pressure is lost and / or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit." "Pressure for a 4 mm balloon - 4 atm¿. How supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded a failure to follow instructions contributed to this incident. The customer stated that they overinflated the device above the rated maximum pressure, per the IFU which is 4 atm. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Occupation: lead tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a fistulagram, an atb advance balloon catheter ruptured. The lesion was located in the cephalic- innominate junction. Another manufacturer's 7 french sheath was used during the procedure, and an unknown inflation device was used to inflate the balloon with omnipaque contrast two times for approximately ten seconds each time. The balloon was reportedly inflated to a pressure of fifteen atmospheres, which is above the rated maximum. During both inflations, half of the balloon was inflated within an unknown stent and half of the balloon was outside the stent. The balloon was not removed between inflations. A 30-degree curve was reported within the vessels. Calcification was not reported. Blood was noted in the inflation device when the balloon ruptured. The dev ice was removed from the patient and the device was reportedly cut by the user in order to take it off the wire. It is unknown if the procedure was completed at the time of rupture; however, the procedure was reportedly completed successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.